Event description:
During preparation, after the device was removed from the packaging it was noted the device was broken in the middle of the shaft. There was no resistance encountered removing the device from the packaging. There was no patient contact.

Event description:
During preparation, after the device was removed from the packaging it was noted the device was broken in the middle of the shaft. There was no resistance encountered removing the device from the packaging. There was no patient contact.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Only a piece of the device, 96.3cm in length was returned for evaluation. The device appeared to have been fractured and scanning electron microscopy was performed on the fracture site. The outer tube fracture site to exhibited compression and tension zones along with a torn wall that are all indicative of a bending action. The inner core wire fracture site exhibited evidence of bending that included elongated dimple ruptures in a tear direction. No material anomalies were noted. It was concluded that the device had fractured as a result of a bending overload motion and the most likely cause of the reported event was handling damage.

Manufacturer narrative:
Additional information from the user facility stated the dispenser hoop was not flushed with saline prior to removing the device.